Manufacturer narrative:
Available information indicates the device and lead remain implanted and in service. This investigation will be updated should further information be provided. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited an alert in the remote monitoring system for an out-of-range shock impedance measurement of greater than 200 ohms. The clinician noted the date of the alert was (B)(6) 2019 and he patient was undergoing a surgical procedure that day. Tachy therapy had been programmed off for the procedure. Technical services discussed the available data did not indicate whether the shock lead impedance remained greater than 200 ohms, or if the value was skewed due to electrical interference during the procedure saturating the impedance test. It was recommended to bring the patient in to the clinic to evaluate the lead and perform manual impedance tests, and they could consider delivering a maximum energy shock to test the lead integrity. No adverse patient effects were reported. The clinician later confirmed the out-of-range shock impedance measurement occurred on the date the patient had undergone a vt ablation procedure. Since then, the shock impedance measurements were stable, between 74-88 ohms. The device and lead remain implanted with no further issues reported. No adverse patient effects were reported.

Manufacturer narrative:
Available information indicates the device and lead remain implanted and in service. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited an alert in the remote monitoring system for an out-of-range shock impedance measurement of greater than 200 ohms. The clinician noted the date of the alert was (B)(6) 2019 and he patient was undergoing a surgical procedure that day. Tachy therapy had been programmed off for the procedure. Technical services discussed the available data did not indicate whether the shock lead impedance remained greater than 200 ohms, or if the value was skewed due to electrical interference during the procedure saturating the impedance test. It was recommended to bring the patient in to the clinic to evaluate the lead and perform manual impedance tests, and they could consider delivering a maximum energy shock to test the lead integrity. No adverse patient effects were reported.